Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR # 2134265-2009-05789. It was reported that during an angioplasty procedure, two balloon ruptures occurred. The lesion being treated was located in the left anterior descending (lad) artery. Two 3.0 x 12mm apex monorail balloon catheters were used to dilate the lesion and each burst upon the first inflation at 6 atms, the duration of the inflations is unknown. The procedure was successfully completed with an unspecified size quantum maverick balloon catheter. No patient complications were reported. The patient's condition was reported as "good".